Manufacturer narrative:
The device records 64 log entries between the 14th october 2007 and the 21st january 2014. The device records 6 manual power ups between the 14th october 2007 and the 31st july 2012, the longest of which lasts 1 minute 40 seconds duration. On the (B)(4) 2012 the device failed the weekly auto self-test due to a low battery. The device continues to record self-test fails due to a low battery up to and including the last log entry on the (B)(4) 2014. The investigation was unable to replicate or find any evidence of the reported fault. It can only be concluded that the self-test fails occurred as a result of a genuinely depleted pad-pak. As the device recorded 11 months of self-test fails this resulted in the device memory becoming full. As the user accessible memory can be erased via the saver evo application, this type of warning prompt is not considered a fault and would not prevent the device from performing therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device prompts memory full.